Manufacturer narrative:
Batch review performed on 11 november 2024. Lot: 2116227: (B)(4) items manufactured and released on 30-march-2022. Expiration date: 2027-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation performed by medical affairs department a revision surgery was performed following others previous revision surgeries in a case of total hip artrthroplasty. The reason for this latest revision was an infection. The available x-ray images reveal stem loosening, with a previously occurred fracture of the greater trochanter not completely healed, as well as signs of bone remodeling/calcification around the lesser trochanter. Infection is a known possible adverse event following any surgery, including tha, particularly in case of multiple revisions. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Additional implants revised. Batch review performed on 11 november 2024 on ball heads: mectacer 01.29.210 mectacer head biolox delta dia.36 12/14-l (k112115) lot: 2319276, lot: 2319276: (B)(4) items manufactured and released on 06-sep-2023. Expiration date: 2028-08-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Batch review performed on 11 november 2024 on cup: versafitcup cc trio 01.26.45.1154 acetabular shell cc trio no-hole ø 54 (k122911) lot: 2006339, lot: 2006339: (B)(4) items manufactured and released on 16-sep-2020. Expiration date: 2025-09-07. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Batch review performed on 11 november 2024 on liner: versafitcup cc trio 01.26.3644hct flat pe hc liner ø36/e (k120531) lot: 2009641, lot: 2009641: (B)(4) items manufactured and released on 25-nov-2020. Expiration date: 2025-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
On (B)(6) 2021, the patient had primary hip surgery. On (B)(6) 2021, revision surgery for joint luxation. Head and liner revised. On (B)(6) 2024, the patient had pain and femur aseptic loosening due to a traumatic event. The surgeon revised stem and head. On (B)(6) 2024, explantation of all components due to infection (staph aureus).